Manufacturer narrative:
Analysis was performed by the customer biomedical technician, a philips patient monitoring technical support engineer assisted the customer with ordering a replacement part. A replacement sensor was ordered and shipped to the customer as a material-only resolution. No further technical analysis was performed. Based on the available information, it was concluded that the product had malfunctioned, with the most likely cause being a faulty sensor. The issue was effectively resolved through the provision of a replacement part, to be placed into service at the customer¿s site. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on an avalon toco+ transducer indicating that the sensor is no longer functional, the expected values in the test are wrong. The device was not in use on a patient at the time of the event, there was no patient involvement.